Event description:
A journal article was reviewed that contained information regarding this implantable cardiac resynchronization defibrillator system. During the implant procedure the coronary sinus was dissected. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Additional information has been received which have been added. It was further reported that the patient had a pleural effusion that was resolved on the same day. The physician classified the adverse event as not system or procedure related. The device remained in use. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. (B)(6) 2011;162(2):390-397.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397.